Event description:
On (B)(6) 2012, it was reported that a part of the touch screen on the handheld did not work and therefore the handheld could not be used. It was clarified that the screen is frozen and the user cannot access the next steps. It was reported that the handheld was not dropped and hat this is not happening because of the lock on the handheld. The handheld is new and had just been taken out of the box to install a new program when they realized that it was not working. The handheld does turn on; the touch screen is just not functional. The screen that the handheld froze on was the screen alignment where the user is requested to tap the screen in order to align it. It is likely that the handheld will be returned to the manufacturer for product analysis; however it has not been received to date.

Event description:
Additional information was received on (B)(6), 2012 when it was reported that it appeared that the handheld was stuck on the screen alignment loop and therefore a hard reset will not fix this permanently. Attempts for the return of the handheld have been made but it has not been returned to the manufacturer for product analysis to date.

Event description:
Additional information was received on (B)(6), 2012 when it was reported that the wand was functioning properly, it was only the handheld that was not functioning. The flashcard lot number was also noted to be 874824. It was reported that a hard reset has been performed on the handheld and still the problem persisted. It was also reported that the handheld would be sent back to the manufacturer for product analysis but it has not yet been received.

Event description:
Additional information was received on (B)(6) 2012 when the handheld and flashcard were returned for product analysis. Product analysis was completed on (B)(6) 2013. During the analysis of the flashcard it was identified that the flashcard contained two different sets of patient databases. The most likely cause for the anomaly is associated with the flashcard being inserted into multiple handheld devices; this had no adverse effect on software functionality. No other anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Product analysis on the handheld revealed no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.